Event description:
Patient setup up on bubble CPAP [continuous positive airway pressure]. The respiratory therapist was called to bedside to assess patient due to desaturation. While assessing the patient, the respiratory therapist felt flow on her arm coming from a place it should not have. When she inspected the o2 tubing that goes from the pop off valve to the flow meter she noticed a leak and heard the flow. Patient was switched to another device without issue.